Manufacturer narrative:
Device remains in patient.

Event description:
It was reported that the aneurysm ruptured when deploying coil mass (subject device). There was slight bleeding and no hemorrhage. The procedure was resolved with no sequelae. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event could not be confirmed and it cannot be confirmed that the device met specifications as the device was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review assessment, the data reasonably suggest the clinical event is anticipated in nature and severity as per the dfu and does not require escalation. An assignable cause of anticipated procedural complication, will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the aneurysm ruptured when deploying coil mass (subject device). There was slight bleeding and no hemorrhage. The procedure was resolved with no sequelae. There were no clinical consequences to the patient.